Event description:
A drape was placed on a male patient. When the drape was removed, it was reported it had stripped the skin of the patient, requiring medical intervention by a plastic surgeon to repair the wound. The size of the wound or type of medical intervention is unknown. It was reported that the patient has very parched skin. The end.

Manufacturer narrative:
Device has not be returned to manufacturer to evaluate. It is possible patient's skin condition could have contributed to this event.